Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and customer experienced dizziness, vomiting. Customer¿s current blood glucose was not given. Customer had blood glucose in the range of 100mg/dl to 180mg/dl. Customer mentioned that they got alert like sensor updating, calibration not accepted and change sensor. Product will not be returned for analysis. Sensor(mds)mmt-7020a.